Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump was dropped and shattered. The customer reported that opposite end of the reservoir and battery side was cracked and the screen was partial. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to performed the displacement test or verify missing segments/partial display anomaly due to cracked bleeding lcd, cracked battery tube threads and detached end cap.